Event description:
Per the clinic, the patient is experiencing headaches, pain and intermittent swelling at the implant site.explant is planned, but had not taken place at the time of this report august 24, 2009.more information on reimplantation has been requested, but was not available at this time.

Event description:
The customer stated that the screen is flashing on and off after going to a water park. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Per the patient's surgeon the device was explanted (B) (6) 2009. It is unknown whether there are plans to re-implant.(B) (4)

Event description:
During the nurse's hourly checks, she discovered blood and IV fluids in the bed. On further inspection of the IV line, she noted the IV extension set came apart at the microclave connection. The patient did not pull on the line, it came apart with him moving about the bed. (Below blue port of t-connector, just came apart)

Manufacturer narrative:
(B)(4).